Manufacturer narrative:
Follow-up #1 date of submission, (B)(4) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, review of the pump black box history showed multiple cs 145 occlusion alarms due to high force. During testing, the ezprime steps were performed successfully with no call service alarms occurring. The occlusion alarm issue was shown in the pump history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump emitted multiple occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.